Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic roux-en-y procedure, while being applied at the jj junction anastomosis, the stapler was unable to fire and the surgeon was unable to squeeze the handle but he was able to press the green button. There was no patient injury.